Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. During instrument removal, the two drivers were broken. All pieces were able to be retrieved. The procedure was completed with the use of a third driver to remove. The procedure was delayed briefly (less than one hour) to open another instrument set. The issue was considered resolved. There was no impact on patient outcome.

Manufacturer narrative:
This report was submitted for 1 of 2: damaged instruments during the aforementioned procedure. If information is provided in the future, a supplemental report will be issued.